Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips coming out of the device were scissoring. Used new instrument to complete the procedure. No patient consequence.